Manufacturer narrative:
Customer reports loss of communication between pump and transmitter and unable to charge. Received and placed unit under microscope and found physical damage to cow catcher and connector pins. Unable to perform functional tests or verify loss of communication between pump and transmitter and unable to charge battery charge anomaly due to physical damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Complaints text (B)(6) 2023 jrr21. Customer concern: scheduled callback / patient got the loss communication again / dop114-980doc: transmitter charging is customer calling back to report initial troubleshooting was unsuccessful?: no advise customer to remove battery from charger and check the battery spring on charger to determine if it is damaged. Is charger battery spring damaged?: no suggest customer install a new alkaline aaa battery if they haven¿t replaced the aaa battery recently. Before connecting transmitter to charger, advise customer to check charger connector pins to determine if they are intact. Are charger connector pins damaged?: no. Document led behavior: green led light on charger is green led light flashing or continuously solid?: solid does green led light remain continuously solid for about 15-20 seconds and then turn off?: no. Does the customer have a 2nd charger available?: no. Document date when transmitter was last successfully charged:(B)(6) 2023 advise customer the serialized device will need to be replaced: yes instruct customer to discontinue use of the serialized device: yes. Will the serialized device be replaced?: yes. Inform customer about product replacement/return policy. Customer indicates they understood the product replacement/return policy. Inform customer that upon receiving replacement, they will need to delete the existing paired device and then pair new device. Pt put the xmtr on the charger just steady green light / even after replacing battery. Checked ups delivered by: (B)(6) 2023 guaranteed. Complaints text (B)(6) 2023 erp_rfc_user related svn(B)(4). Complaints text (B)(6) 2023. Customer concern: patient reporting loss communication / new sensor. Dop114-980doc: loss of communication/bg not received/no calibration occurred document system model number: 770g document transmitter model: guardian link 3 - with bluetooth (mmt-7911) customer reports loss of communication between pump and transmitter (e.g. Cannot find sensor signal, lost sensor signal, check connection, sensor signal not found). Document what alarm(s) customer received: lost sensor signal document what event(s)/activity(ies) occurred before the loss of communication began: no. Event is customer reporting bg not received/no calibration occurred message?: no. Is the correct transmitter ID programmed into pump?: yes. Is customer reporting a loss of communication event that has been resolved and/or sensor has been removed?: no. Is customer calling back after being requested to fully charge transmitter during previous troubleshooting?: no. Advise customer there are a few alerts that can occur while system is attempting to re-establish communication. Would customer like to review alerts?: yes. Explain "cannot find sensor signal - disconnect and reconnect transmitter, then select ok. Notice if transmitter blinks." Alert occurs after approximately 6 min of selecting "start new sensor" or "reconnect sensor". Explain "lost sensor signal" alert occurs approximately 30 minutes after initial loss of communication. Explain "possible signal interference" alert occurs approximately 15 minutes since ok was selected on "lost sensor signal" alert. Explain "check connection" alert occurs approximately 15 minutes since ok was selected on "possible signal interference" alert. Explain "sensor signal not found - see user guide." Alert occurs approximately 15 minutes since "yes" was selected on the "check sensor insertion" pop-up or approximately 15 minutes since ok was selected on "cannot find sensor signal" alert. Explain in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Would customer like to continue troubleshooting to review factors that may lead to loss of communication go to record for full text.